Event description:
End user reports that while using lot number 523919 pen needles are difficult to twist on and off the humalog insulin pen. Reference the report (B)(4), where end user reported same complaint but also reported the cannula is painful when inserted.

Manufacturer narrative:
Retained lot 523919 was investigated for torque with various insulin pens and no malfunction was found.